Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where the user was unable to log in to multiple devices. A technical support specialist (tss) dialed into the station and reviewed the logs, which showed an invalid username error message. The system logged a failed authentication attempt for username, indicating that the entered credentials were invalid. The tss advised the hospital information technology (hit) team to reset the user¿s password on their end. The issue was resolved. The system functioned as intended after the technical support specialist and hit team assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server,user unable to login multiple station. Customer tried to reboot but issue remains the same. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server,user unable to login multiple station. Customer tried to reboot but issue remains the same. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.